Event description:
The physician reported that the automated impella controller (aic) would not recognize when the pump was connected. It was reported the screen displayed "connect gray connectors arrow to arrow" when the pump was connected. This aic was replaced with another aic resulting in no issues with the replacement aic. There was no patient harm reported.

Manufacturer narrative:
The investigation into the pump shutdown/power on issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs indicated that immediately after the reported failure, it was determined that the pump recognition issues were due to a failure of the electrical power manager (epm) circuitry. The console was not sent for further investigation since this is a pattern failure, which resolves after power cycling the console and has a low chance of reoccurrence. Software release 8.3 brought a change to reset the epm sau, which was intended to be a solution for ¿pump not recognized due to epm crystal issue¿. However, even after resetting the epm, the pump was not detected during the case start procedure. The cause of the failure to properly detect the pump was an issue with the crystal of the epm on the impellatronic board. This report is being filed as part of a retrospective review of historical records.